Manufacturer narrative:
Evaluation of data did not confirm the permanent out of range signal. Data was received 05/08/2013.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.